Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon, and also found that the camera cable was damaged (had holes and internal metal part is clearly visible and sticking out from the cable sheath). (B)(4) surmised that the intermittent image was attributed to the damage of the camera cable. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from (B)(4), omsc considered that the reported phenomenon was attributed to the failure of the communication between the video processor and the subject device due to the destroyed electronic circuit of the subject device with the water invasion from the holes of the camera cable. In addition, it was surmised that the perforation (holes) of the camera cable might have occurred by reprocessing or storing of the subject device with tweezers, forceps, scalpels, etc. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the routine incoming inspection of the subject device at olympus (B)(4), it was found that an intermittent endoscopic image of the subject device was displayed on the monitor. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.